Event description:
It was reported that during a laparoscopic pancreatectomy the knob to control stapler cartridge snapped off while in use. No patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2023. D4: batch # 215c03. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was returned with the articulation mechanism damaged since the articulation gear teeth and the articulation lever were found damaged and returned inside a plastic bag. A tr45w cartridge was loaded on the device. The returned reload was partially fired 1/10. Upon visual inspection, the articulation gear teeth were found damaged the returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage to the gear teeth can occur when excessive force is applied to the closing trigger when the jaws are clamped on tissue thicker than indicated. In addition, it is possible that the device was articulated beyond its articulation stop resulting in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 215c03, and no non-conformances were identified.